Event description:
It was reported by the patient no disposable alarm on pump. A new cassette was placed on the backup pump and is running without issue. The patient was advised to double-check old cassette on backup pump when changing next to ensure cassette versus pump malfunction. The patient has had three pump replacements and is confident it is a cassette issue but agrees to test. Full cassette wasted 1.5 hours into infusion. No patient involvement or injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.